Event description:
Ibc from mom stating she needs to replace one defective ms-3 pump. Mom states that the piece on the pump that holds the battery is not working properly. If the pump gets jostled a little bit, the pump turns off. Sending replacement pump for ms-3 pump sn (B)(4), maintenance due to 11/16/2016+ return box. Did the reported product fault occur while in use with a pt: no; did the product issue cause or contribute to pt or clinical injury: no; if yes, was any medical intervention provided, please explain. Is the actual device available to be returned for investigation: no; dose or amount: remodulin 120nkm, continuous, subcutaneous, from (B)(6) 2016 to present.